Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient experienced a shocking sensation. They stated that "if I¿m working out or I get really sweaty and I lay or put pressure on that cheek where the stimulator is, it shocks me¿. The patient noted that the shocking sensation occurred only when they were sweaty. This had been happening for ¿9 months t least¿. They again mentioned "if I¿m working out or I get really sweaty and I lay or put pressure on that cheek where the stimulator is, it shocks me¿. Daily activities considerations were reviewed with the patient. It was recommended that they follow up with their healthcare professional (hcp). The patient mentioned that they no longer had a managing hcp and were sent physician listings. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they will be seeing a new doctor. There were no further complications reported or anticipated.